Event description:
It was reported that the clamp arm fell off into the pt. The doctor was aable to retrieve the clamp with minimal delay and nother like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.